Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors such that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including infections or positional kink issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient who was implanted lvad on (B)(6) 2015 sustained ventricular arrhythmia requiring defibrillation or cardioversion on (B)(6) 2015. Inflow cannula abutting the inferoseptum per chest x-ray was noted on (B)(6) 2015 and treated with ablation for vt- mid to apical inferior wall around inlet cannula. The patient was diagnosed with fungal pulmonary infection treated with intravenous drugs on (B)(6) 2015. Due to the possible cannula or graft malposition or kinking the patient had suction events on (B)(6) 2015. Suction events were for 28 min- spironolactone stopped, gave 500ml normal saline. Almost daily shorter suction events. The patient however did not experience thrombus event. The patient was discharged alive with a device in place to home on (B)(6) 2015.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of controller log files revealed 11 suction alarms, 22 low flow alarms and 2 high watt alarms, correlating with the reported malpositioning of the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.